Event description:
Per the audiologist's report, this child stopped hearing with her cochlear implant as of 10/8/2006. External equipment was exchanged, but this did not resolve the problem. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to manufacturer's specifictions. Explantation/reimplantation surgery plans have not been reported to cochlear at this time.